Manufacturer narrative:
There is no known patient involvement. (B)(4). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report; device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) identified that the reported issue was a duplicate. This issue was initially reported with the medwatch 9611109-2018-01083. Therefore this complaint will be closed and any further investigation will be provided under the medwatch 9611109-2018-01083.